Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced a hospitalization due to inability to drain peritoneal dialysis (pd) fluid and abdominal pain related to their (B)(6) 2018 (pd) therapy. Upon follow up with the pdrn, it was confirmed that the patient was hospitalized on (B)(6) 2018 for these issues. It was confirmed that while hospitalized the patient had their pd catheter removed and transferred to hemodialysis treatments. Upon further follow up, it was determined that the patient was diagnosed with bacterial peritonitis. Details regarding the patient¿s peritonitis was unknown. The patient has since shifted to hemodialysis therapy as they had scar tissue resulting from a prior gunshot wound. The patient has recovered from the peritonitis and abdominal pain and has since been discharged.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.